Event description:
During the end of the procedure (2300 shocks) system stopped shocking and an odor/burning smell was noted. Tried to troubleshoot and restart machine but burning smell continued. Stone mostly broken up so case stopped.patient's current condition: significant portion of stone destroyed. Unknown if remaining portion of stone will pass.

Manufacturer narrative:
Field service engineer dispatched. Fse conducted troubleshooting and determined a component failure caused the system down condition. It was found that an internal failure within the charging unit caused the cessation of shocking and the burning smell. The failed component was replaced. Fully tested the repaired system in accordance with the manufacturers service manual.